Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2018 at 01:00pm. The patient manages his diabetes with a combination of medications and stated that at 01:30pm he administered insulin (unknown type/dose) in response to the alleged issue. The patient reported that at 01:30pm he developed symptoms of ¿dizziness, headache and woozy¿ and that he obtained a result of ¿293mg/dl¿ on another device, however denied receiving any treatment. During troubleshooting the cca noted that it was the first time the meter had been used and that when the patient was educated on testing procedure the issue was resolved. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.